Manufacturer narrative:
No medwatch form was received. Analysis found that the lv septa and set screws were removed during the surgical procedure. Visual inspection under magnication noted that there was a small amount of septum debris in the set screw cavities.

Event description:
It was reported that during device change out for normal eri, the physician had difficulty removing the lv lead from device. After several attempts the physician injected eparine into the connection and the lead was removed.